Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 18.6 mmol/l at the time of incident. Troubleshooting was performed. Customer stated that they were able to successfully clear the alarm. The customer stated that they received the request to rewind the insulin pump and the customer was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.